Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited noise reversion oversensed as a high ventricular rate. Programming changes were made. The patient was stable.

Manufacturer narrative:
The reported events of oversensing and lead damage were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the outer insulation was cut/damaged in multiple locations due to procedural damage and an external insulation abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone and procedural damage.

Event description:
New information notes that the original lead placement was possible due to complete heart block, but not for certain. On (B)(6) 2022, the lead was explanted and replaced. It appears the lead has a cut in. The patient condition was stable.

Event description:
Lead was not returned for evaluation.